Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation, however, one electronic photo was provided for review. The investigation is confirmed for port erosion issue, as the photo shows that the port was eroded through the chest wall and the port body appears to be partially exposed and protruding from the patient body. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 01/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port device implant, the port allegedly eroded through the skin of chest wall and was removed. The patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however photos have been provided. The investigation of the reported event is currently underway. (Expiry date: 01/2021).

Event description:
It was reported that some time post port device implant, the port allegedly eroded through the skin of chest wall and was removed. The patient status is unknown.